Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard¿ administration set with needleless y-site port separated from the tubing during use. The following information was provided by the initial reporter: "the port came off the tubing during use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-apr-2023. H6: investigation summary one sample of material number mx9128 was submitted for quality investigation. It was reported by customer that "the port came off the tubing during use" could be verified. Evaluation of the extension set shows that the extension set tube separated from one of the smartsite tubing set. Further visual inspection shows a lack of solvent on the tubing. Because of separation, priming of set could not be possible. Quality notification send to manufacturer. A device history record review for model mx9128 lot number 23019062 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The information was forwarded to the manufacturing plant for further investigation into possible root cause. The possible root causes of this separation are improper use of assembly equipment by operator leading to a lack of solvent applied.

Event description:
It was reported that the bd maxguard¿ administration set with needleless y-site port separated from the tubing during use. The following information was provided by the initial reporter: "the port came off the tubing during use."